Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. The product device was received for evaluation. Visual and functional testing were performed. Visual inspection found block was damaged and leaking. Functional testing confirmed reported issue. The root cause of the reported issue was found to be broken seal on the tank cover. Operator of device is unknown. No product information has been provided to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that seal is broken and the device is leaking where the tube is connected. No patient injury was reported.